Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event cannot be confirmed due to limited information from the customer. No medical records or devices were received; therefore, the condition of the components is unknown. Device history record (DHR) review could not be performed as the DHR is unavailable. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that a patient underwent left knee arthroplasty on an unknown date. Subsequently the patient is being considered for a revision due to poly wear. There is no additional information at this time.

Manufacturer narrative:
Received item and lot number from sales rep.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2019-00607, 0001825034-2019-00608. Concomitant medical products: unknown ascent femoral, unknown ascent stem. Customer has not indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent knee arthroplasty on an unknown date. Subsequently the patient is being considered for a revision due to poly wear. There is no additional information at this time.